Manufacturer narrative:
(B)(4). Associated products : item#:unknown; unknown ppk tibia; lot#: unknown. Report source: foreign : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02971.

Event description:
It was reported via beyond compliance report, the patient underwent an initial ppk tka approximately 14 months ago. Subsequently, the patient had the ppk implant for .84 years and was revised four months ago due to a periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.